Event description:
Right ruptured breast implant. A 48 year old white female g1p1 status post bilateral subglandular transaxillary gels for augmentation 09/77. She complains of rt becoming harder inferiorly after a rough mammogram in 1990., there has been no history of decreased size or history of trauma. But she has had 2 or 3 episodes of intermittent lt burning pain. Arthralgias, positive am stiffness/myalgias, paresthesias, spasm, fatigue, sleep disturbances, swollen glands, hot flashes, headaches, visual changes, dizziness, memory loss, rashes, sensitive to sun/chemicals, shortness of breath with chronic non productive cough, erythrocyte sedimentation rate, and easy bruising.